Event description:
This is filed to report single leaflet device attachment (slda) requiring additional clip to stabilize slda. It was reported that a mitraclip procedure was performed to treat grade 4+ functional mitral regurgitation (mr) with a restricted posterior leaflet. The first clip, a mitraclip xtw, was implanted at a2/p2 with no reported issue. Due to residual mr, a second clip was implanted at a1/p1. After deployment of the second clip, it was noted that the first clip (xtw) detached from the posterior leaflet. The second clip did not make contact with the first clip. A third clip was implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation (intraprocedure) associated with the slda was due to challenging patient anatomy (restricted posterior leaflet). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.